Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir compartment was cracked. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had scratches on display it makes difficult to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Device had minor scratched lcd window, partial broken reservoir tube lip. (B)(4).